Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+1.0/094 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2018. The lens was reported as low vaulting and remains implanted. The cause of the event was unknown. The reporter indicated the patient will be monitored very closely within the next half year because patient is very happy with the vision.